Event description:
It was reported that there was a decrease of rv sensing. The physician suspected the low rv sensing was due to post paced t wave oversensing. At a subsequent follow up the decay delay post paced was reprogrammed as suggested by technical support.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.